Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. The coupling on the unit was not holding the connector tight enough to operate the device. The surgeon was able to complete the procedure while holding the disposable to the motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector/coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.